Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. The insertion of the device and deployment of the foot occurred without problem. The needles were plunged and at that moment the device was reported to "snap" at the footplate. Everything distal to the footplate remained in the pt's artery. The pt was taken to surgery. It was reported that the piece had migrated to the aortic arch. The piece was successfully retrieved with a snare under fluoroscopy via the same arteriotomy. The pt recovered without further adverse sequelae and was discharged.

Event description:
Received additional new info from user facility medwatch which states the following, "56yo female underwent cardiac catheterization on 11/9/2002. At the completion of the case, perclose at 6fr. Was deployed to the left femoral arterial sheath site. The plastic guiding portion (approx 8-10 inches in length) broke off upon insertion. Firm manual pressure was held by attending physician and hemostasis was achieved. Vascular surgeon was consulted. Pt immediately transported to or for surgical removal. Pt was admitted to ccu in critical condition. After removal of catheter, pt in guarded condition."